Manufacturer narrative:
Findings: no unexpected no delivery alarms noted during testing. Unit passed pump self-test, off no power test, unexpected restart error test, displacement test, rewind test and basic occlusion test. The operating currents were in specification. Unable to prime during prime test due to slight moisture damage on force sensor. Drive support disk was inspected and no anomalies were noted. Minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 425 mg/dl. Customer treated high blood glucose with pump. Customer stated that the drive support cap is sticking out. Customer was advised that pump will be replaced. Customer stated that she had also low blood glucose of 41 mg/dl but not hospitalized. Customer was treated with glucagon shot and juice. Customer declined to troubleshoot for low blood glucose.